Event description:
It was reported that pump displayed malfunction code and required replacement, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, to program pump settings and reconnect continuous glucose monitor on replacement pump, to select appropriate setup option on new device, and to return problematic pump within 10 days while in-warranty replacement pump was arranged and shipping details were confirmed.